Event description:
A surgeon reported there was continuous occlusion while in footswitch position 3 during last part of a phacoemulsification procedure on a dense nucleus. An occlusion was present after flushing the handpiece twice. An occlusion was present with the pedal fully depressed in irrigation and aspiration mode (I/a) and both irrigation and aspiration lines disconnected and immersed in water. A stand by unit was used to complete the case. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).